Event description:
Customer reported that on (B)(6) 2010 he attempted to test using his freestyle lite blood glucose meter, but the test did not start and he noted an unspecified error message. He further reported experiencing lightheadedness, stomach cramps and diarrhea resulting in a loss of consciousness. No third-party emergent intervention was reported. Customer self-treated by drinking water and eating an orange. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The device has been returned and an investigation utilizing retained test strips lot no: 0923219 and retained control solution lot no: 9f3p11 has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing.